Manufacturer narrative:
Procedure was completed with this device. Visual evaluation found that the returned unit was in good physical condition. All knobs and switches functioned properly, and the unit passed the endostat ii return evaluation procedure for all test parameters. The condition of the returned device was not consistent with the complaint of "power output during the cut mode;" the complaint was not confirmed. A review of the device history record (DHR) was performed; no deviations were found during original manufacturing.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the generator would not deliver energy in the "cut" mode; however, it was noted that the "coag" and "blend" modes functioned properly. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the generator would not deliver energy in the "cut" mode; however, it was noted that the "coag" and "blend" modes functioned properly. No complaint was alleged against any accessory device, and the procedure was completed with this endostat ii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.